Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with 19mm edwards surgical valve implanted for an unknown implant duration was explanted due to unknown reasons. The valve was excised on pump and a 20mm 9750tfx transcatheter valve was deployed under direct visualization. The patient tolerated the procedure well. No physician allegation of early surgical valve failure.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including hyperlipidemia (hld) and rheumatic heart disease.

Event description:
It was reported a patient with 19mm 3300tfx aortic valve implanted for eight (8) years, nine (9) months, was explanted due to calcification and stenosis. Patient presented with shortness of breath. The valve was excised on pump and a 20mm 9750tfx transcatheter valve was deployed under direct visualization. The patient tolerated the procedure well. No physician allegation of early surgical valve failure.